Event description:
Boston scientific received information that following a routine device replacement, the patient implanted with this chronic right ventricular (rv) lead and pacemaker, experienced a drop in heart rate into the 30 beats per minute (bpm) range. The patient was noted to be pacemaker dependent, however, the patient was not symptomatic. The rv lead exhibited loss of capture (loc) in bipolar configuration and exhibited high out of range pacing impedance measurements. The physician reprogrammed the rv lead to unipolar configuration. Capture was observed to be stable and pacing impedance measurements decreased in unipolar configuration. An invasive procedure was performed. The proximal setscrew was observed to be not all the way engaged. The rv lead was backed out of the device header and re-inserted. The setscrews were tightened and normal pacing impedance measurements were observed. During the procedure, a drop in the patient's heart rate was observed, however, the patient was not symptomatic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.